Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a. Stating the device was experiencing "very high heat". This device was not used in surgery. It is unknown if there was any user or patient injury. The date of the event is unknown. No additional information is available.